Manufacturer narrative:
(B) (4). The ge service rep performed a complete beam alignment cal including collimator cal and verified the collimator sizing by taking a film shots for all mag modes. All are within spec. The unit functions as intended.

Event description:
The customer reported that the physicist indicated that the mag 1 and 2 are out of tolerance. The problem occurred in qa testing. No pt injuries were reported.